Event description:
During anesthesia induction, monitor display suddenly showed flat lines for ECG and pulse oximeter and indicated an asystole alarm. Pt was checked and found to have a pulse. New ECG module and cables were attached but display was frozen and locked in alarm mode. Monitor was turned off and on and all waveforms returned. Previous incidents of monitors spontaneously resetting and losing pt data had been reported to MFR. Co stated that up to three spontaneous resets per month were considered acceptable.